Event description:
This pt required endoscopic placement of a percutaneous gastrostomy tube following a stroke. Endoscopy was uneventful as was localization of a safe tract for peg placement, prep of site and placement of the seldinger type needle through a 2 cm skin incision extended with blunt dissection. The peg kit was cook model flow-20-pull-ssk-s; it was not possible despite my maximal effort to pull the tip of this "pull"type peg through the seldinger type tract, past the wall of the stomach, on multiple attempts. I confirmed endoscopically lack of anatomic reason for this failure; and had to abort the procedure. The pt required same day emergent surgical gastrostomy placement. Laparoscopy confirmed lack of any anatomic reason for this device failure. Inspection of the device, shows the tip which is meant to dilated the tract formed by the seldinger needle used, is shorter than any other brand I have used and not sufficiently tapered to allow safe dilation of the tract to properly pull it through the tract and place. I have a 25 yr experience with peg placement, this poor design which did not allow it to be placed correctly, resulted in an operation with general anesthesia and a 2 days stay in intensive care, and 3 add'l days of prophylactic antibiotics, otherwise not needed. Although the pt is recovering uneventfully this product needs to be taken off the market and re-designed, to avoid this complication in the future.